Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen), while wearing the device for 2 days. The patient experienced an allergic reaction as well as pain at the pod infusion site. The patient reports the pod was leaking during wear. Once at the hospital emergency room the patient was prescribed antibiotics. The patient was at the emergency room for 30 minutes. The patient was able to apply a new pod after this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.